Event description:
Customer reported that he was hospitalized for high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that his insulin pump had multiple no delivery alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads.